Manufacturer narrative:
It was reported that a patient underwent a pvi procedure with a thermocool® smart touch¿ bi-directional navigation catheter and an issue of char/coagulum on the tip was occurred. Product evaluation details: the device was visually inspected and the shaft was found inside the sheath; reddish liquid material was still in the tube. Coagulum was observed on the tip. Electrical test was performed and the catheter failed, no electrical readings were observed on electrode # 6. A failure analysis was performed and the catheter was dissected on the tip area, the electrical wire was found broken causing the improper electrical signal. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, a cool flow pump test was performed and it was found within specifications, the catheter was irrigating correctly, no irrigation issues were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On line, functional tests are in place to prevent this type of failure from leaving the facility. The customer complaint was confirmed. The root cause of the coagulum and the electrical wire breakage cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. Manufacturer reference#: (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(6). (B)(4).

Event description:
It was reported that a patient underwent a pvi procedure with a thermocool® smart touch¿ bi-directional navigation catheter and an issue of char/coagulum on the tip was occurred. It was reported that after finishing the pvi, the physician removed the smart touch catheter from the patient and noticed that there was char/coagulum at the tip of the catheter. No patient consequences were reported. Multiple attempts have been made to gain clarification on if the material found stuck to the catheter tip was char or coagulum; however, no response has been received. Since the event description reported that there was ¿char/coagulum¿ in the catheter tip, this event will be conservatively reported as ¿coagulum¿.

Manufacturer narrative:
On 6/29/2018, additional event information was received including clarification that it was a coagulum on the tip of the catheter. After completing the pvi, the smarttouch catheter was removed from the patient¿s body and coagulum was observed on the tip. Physician indicated that he had not previously encountered this issue with a smarttouch catheter. No other issues were reported. There were no patient consequences. The smartablate generator was set on power control mode with power cut-off at 30 watts, temperature cut-off at 50 degrees celsius, and impedance cut-off at 250 ohms. There is no information regarding generator settings. No error messages displayed and the physician did not see any issues with the catheter. There were no catheter issues related to temperature or flow. Anticoagulant (heparin) was used during the procedure. The patient has not exhibited any neurological signs or symptoms since the procedure was completed. Additionally, the bwi failure analysis lab (fal) received the complaint product for evaluation on 7/16/2018. Initial visual analysis indicates the catheter was returned with the shaft inside sheath. Reddish liquid still in the tube. Matter which appears to be char/coagulum was observed on distal tip, however, no visual damages found. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant bwi products: smartablate generator (catalog # unknown, serial # unknown); smartablate pump (catalog # unknown, serial # unknown). Manufacturer's ref # (B)(4).